Event description:
International affiliate reports that after inserting the screw, the device could not be sufficiently tightened. Another screw was used to complete the procedure, and surgery was delayed by approximately forty minutes as a result of the difficultly. Because of the significant delay that occurred, a medwatch report is being filed to document this event.

Manufacturer narrative:
No definitive conclusion can be made. Forces applied to the screw during insertion may have been a contributing factor to this event. Additionally, the affiliate has associated the difficulty inserting the screw with the worn tip of a screwdriver that was not returned for evaluation. Instrumentation can become worn with multiple tightenings and normal wear and tear. The affiliate has been advised that routine inspection and replacement is appropriate when an instrument is used extensively. Forces applied to the screw during insertion may have been a contributing factor. At this time, the complaint is considered to be closed.